Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a screen issue. The field service engineer replaced aio due to touchscreen issues, configured network connections and worked with it to whitelist the mac address. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a screen issue. The customer stated that the touch screen not working, must press on touch screen multiple times and very hard to register causing delays in pulling of medications for the patient. There were no adverse events or injuries reported based on this event.